Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and the customer reported removing or adding insulin to the pump outside of the load sequence. Customer was instructed not to remove or add insulin from a filled cartridge after loading onto the pump per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 400 mg/dl.